Event description:
It was reported that the monitor of the blood monitoring unit (bmu40) did not display any images. The power led was on and the unit emitted an alarm sound continuously. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if new info becomes available.